Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The product was received for evaluation. Visual and functional testing were performed. The plunger tube gasket came loose and was inside the pump. The top case was cracked on front corner. The reported problem was confirmed. The root cause of the reported issue was found to be there was not any grease on the plunger tube, which caused the tube gasket to become loose from the case. The technician replaced damaged top case and applied a light coat of grease on the plunger tube. The device passed functional and delivery tests. Operator of device is patient/consumer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was missing rubber ring. No patient injury was reported.